Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reports missing from carelink. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed, and in use as applicable to reporting the issue was samsung a23. No harm requiring medical intervention was reported. Product return is not applicable for non-physical devices.

Manufacturer narrative:
An attempt to reproduce the issue was done by generating the weekly review report in carelink support application. This reported event is confirmed. After thorough investigation by validating the data base table , we identified that the patient profile under clinic was linked to incorrect personal username. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: we see an upload with the new sensor on 21st july'25 , we also see that the new sensor was active only on 21st july. Can you confirm which sensor user was using between 11th may to 21st july ? We see data only for 21st july in all uploads made. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4), version pch00141756. The most likely root cause is due to lack of user training. We haven¿t received a response confirming whether the recommended steps resolved the issue. As a result, we¿ll be closing the ticket. If the issue persists, please let us know, and we¿ll be happy to reopen it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.